Event description:
A (B)(6) result was obtained on a pt sample. The result did not match the result from an alternate method. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
The cause for the discordant (B)(6) result is unk. A siemens rep examined the (B)(6) qc and calibrations. No issues were found. The instrument is performing within specifications. No further evaluation of the device is required.